Event description:
The consumer reported via a manufacturer representative (rep) that an out of regulation (oor) message was seen on the patient programmer while checking the implantable neurostimulator (ins) status on (B)(6) 2016. Right before the ins was checked they were using some type of voltage and current read meter. The patient¿s wife turned off stimulation and then back on and the oor message did not appear again. While trying to turn stimulation off, she did mention seeing a poor communication icon, but it appeared that it went away as it was able to continue communicating with the ins. She also turned the programmer on and off and again the oor message did not appear. The ins was still on and the patient felt fine in voltage mode. They tried to have the patient¿s wife do a lead connection check, but could not get it to work. There were no associated symptoms. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.